Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On, (B)(6) 2016, the reporter contacted animas and alleged &#49230; alert on his pump&#56224;no further information was available; customer support has made multiple attempts to contact the initial reporter without any success. This complaint is being reported as the user may be unable to resolve an alert which has a potential to cause an interruption in insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1; date of submission: 11/06/2016. The device has been returned and evaluated by product analysis on 10/14/2016 with the following findings. A review of the pump¿s black box and download history did not find any activity related to the complaint. During testing, the pump powered on with normal auditory and vibration alerts. During visual inspection of the pump, it was observed that there was no physical damage to the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. The investigation was unable to verify or (B)(6) the initial complaint. (B)(4).